Event description:
It is reported that the failure of the devices to function properly caused the surgeon to deviate from the surgical technique by drilling without guides.

Manufacturer narrative:
This report will be amended when our investigation is complete.